Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the etiology of the event indicated the relationship of the event to the device or therapy was possibly related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 20 mg/ml for a total dose of 15.914 mg/day via an implantable pump for no known indication for use. It was reported on (B)(6) 2017 examination revealed there was an area of cellulitis noticed below the infusion pump. Antibiotics were prescribed/administered on (B)(6) 2017. The outcome of the event resolved without sequelae on (B)(6) 2017. The clinical diagnosis was cellulitis. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.